Event description:
The customer stated a falsely decreased axsym cea result was generated for one patient sample. The initial cea result was 35.5 ng/ml. The sample was repeated with the following results: 1 ng/ml and 32.5 ng/ml. The customer indicated the correct result was 35 ng/ml. Instrument troubleshooting revealed aspiration and pressure errors related to processing and sampling in the message log. Field service replaced both probes and syringe valves. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a review of the axsym message history log. The review of the axsym plus analyzer message lot revealed several occurrences of aspiration and pressure errors on the sampling and processing side. The complaint text did not document the actual error codes generated. Field service replaced the sampling probe and syringe valve, and the processing probe and syringe valve. The customer indicated no further discrepant results were generated after the parts were replaced. Tracking and trending analysis of complaints indicated no adverse trend for the axsym analyzer related to this issue. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. Based upon the investigation, it has been determined that the axsym analyzer, list number 7a83-85, is performing as intended. No product deficiency was identified.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.